Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that post-surgery, it was observed that the motor device "got hot". No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.